Event description:
Per the clinic, the patient experienced a swelling around the implant side and discomfort with device use.the device was explanted on (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed october 22, 2013.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).